Event description:
It is reported that the flex drill locked up and the flexible shaft fractured during use.

Manufacturer narrative:
Evaluation summary: details regarding how each drill bit broke were not provided for analysis. The condition of these devices could have been as a result of (but not limited to): excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, low speed/high torque of operation. With the information provided, the exact cause of failure cannot be determined with certainty. Evaluation: as returned, the shaft of the flexible drill bit has come uncoiled and fractured. The potential field age of the device is approximately 22 months. The manufacturing records of the drill bit have been reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.